Event description:
Revision surgery - the surgeon used the taperfill system for a revision surgery on (B)(6) 2013. Three weeks later the patient was back with an infection. The surgeon irrigated and drained on (B)(6) 2013. It was later noted that the patient fractured at the calcar. This was not discovered during her revision surgery on (B)(6) 2013, or during the irrigation and drainage on (B)(6) 2013. The surgeon believes the patient to have fractured during the broaching process on (B)(6) 2013, or after due to the implant placement.